Manufacturer narrative:
The ¿low pressure¿ and ¿low minute volume¿ alarm settings, when set appropriately, are provided to detect the absence of proper patient ventilation. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that the ventilator would not alarm within an acceptable time when the low pressure line was disconnected. The patient stated that at times it might be 15 seconds, 30 seconds or up to one minute for it to register when the patient circuit disconnects from him. According to the patient's mom and the patient, the ventilator would fail to alarm when disconnected from the patient. The crt asked the patient¿s mom when this issue started and she stated that it had been 2 weeks or so before they let the crt know about the issue. The crt tried to trouble shoot at home and could not duplicate what the mom and the patient had complained about. The crt swapped out the ventilator as a precaution. No patient harm reported. The crt hooked the ventilator to a test lung and found that there was a delay in the time from being disconnected and when the machine would alarm. After repeating the test several times, the crt found that the machine would alarm at different times depending on how fast or slow it was disconnected from the test lung. Also the times ranged from 3 seconds up to about 10 seconds for an alarm to occur. The crt, during trouble shooting, noted that the low pressure alarm as well as disc/sense alarm would both go off if he disconnected the circuit from the test lung.